Manufacturer narrative:
H3,h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A dimensional evaluation could not confirm the stated failure mode. The device was found to be within specification. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per subsequent e-mail, no relevant clinical information will be provided. Therefore, a thorough medical investigation cannot be rendered nor can the clinical root cause of the reported failure be determined. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant clinical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after trauma surgery was performed on (B)(6) 2021, the patient experienced backing out of compression screw. The observation was made on (B)(6) 2021. This adverse event was treated by conducting a revision surgery on (B)(6) 2021. Patient's current health status is unknown.